Event description:
It was reported this over-the-wire filter was placed without the benfit of the guidewire and did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter was unsuccessful. Manipulation of the filter with a snare resulted in a complete opening. This device remains implanted. Therefore, no failure analysis will be available. It was indicated this device was placed without the guidance of a guidewire, as per co's dfu's. Continuous flushing of the carrier system was not performed prior to deployment. Co believes these factors may have contributed to this event. Co's directions for use state: "to avoid insertion difficulties or filter misplacement always advance the included .035" guidewire to a point beyond the desired implant site...the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure...insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."